Event description:
I am facing significant difficulties due to a leak in my breast implant that put them in cg cosmetic the implant manufacturer is (natrelle)this issue has adversely affected my health, leading to various symptoms and concerns. It is necessary for me to have the ruptured implant removed; however, I am unable to afford the costs associated with the surgery. The financial burden is causing me additional stress, and I am worried about the potential long-term effects on my health if I do not receive the necessary medical attention, I will be in (B)(6) until (B)(6).